Event description:
It is reported the pt was revised due to pain. During revision, the screw was found to be broken.

Manufacturer narrative:
Eval summary: there is no indication that the removed implants were replaced. It is not stated that the pt's bone refractured, and "photo 2" of the attached x-rays appears to show the previously fractured region. This x-ray also shows the fractured screw. The length of time that the nail and screws were implanted is unk. In "photo 2" it can be seen that the nail is shifted in the canal (doesn't go straight down the middle) and that the pt's bone tilts or changes direction in the previously fractured region. This indicates that the fracture line shifted or lost reduction post-op, likely due to insufficient fracture stabilization or pt non-compliance. The zimmer natural nail sys incorporates tabs in the holes to prevent the nail from sliding over the screw if this situation occurs. Additionally, a screw could be placed perpendicular to the first screw to prevent this motion. This insufficiency in fracture fixation was likely a significant factor in the fracture of this screw. Cause cannot be definitively determined. Eval: review of the device history records were not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.